Event description:
It was reported that the patient was traveling away from home and got a terrible cold with a deep cough and phlegm. Since then the patient had a return of symptoms. The patient stated that ¿before she left¿ she saw her health care provider who told her that her leads or electrodes were ¿broken¿ and she was not sure if they were able to just program around it or not. ¿last night¿ before the patient went to bed she increased the stimulation and got great relief, not 100%, but was able to sleep through the night. The patient also stated that ¿this morning¿ she had a bowel movement and when she wiped there was ¿bright red blood,¿ but no blood in the stool or urine. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v432255, implanted: (B)(6) 2010, product type lead. (B)(4).